Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. During troubleshooting of the alarm, the cause was determined to be use error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the product family label will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 alarm (air in tubing), which occurred on the homechoice (hc) during drain 3 of 5. The patient disconnected from the set-up and then reconnected to the set-up without using proper procedures. The patient was advised to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.